Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a revision to move the lead to another spot in their brain. This resulted in no additional benefit, so they switched their managing healthcare providers. No patient symptoms or further complications were reported as a result of this event.